Event description:
It was reported that there was a ¿black spot¿ observed inside the cassette of two (2) homechoice automated pd sets with cassettes. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. A visual inspection was performed with naked eye with no issues noted. There is no black spot observed inside the welded cassette. Functional testing including an underwater pressure test was performed with no leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.